Event description:
Surgeon was using the arthrocare and noticed the tip was missing. The wand was removed and it was confirmed that the tip was gone. The tip was visualized in the joint, but it was unable to be retrieved.